Event description:
Customer complaint - limited data available. Customer stated that the device burned them on the back of their neck.

Event description:
Customer complaint: limited data available. Stated device caused small burn on back of neck.